Event description:
Procedure: vats/wedge resection. According to the reporter: in 2009, it was noticed a significant amount of blood was seen in the chest tube while patient was still in ICU. Amount of blood was 600cc. The patient was brought back to o.r., and a laceration was found in the viseral plura (edge of lung). Laceration was repaired by using staples and the patient is now doing fine.

Manufacturer narrative:
.